Manufacturer narrative:
Additional information such as medical records and technical data was received and reviewed by the post market clinical department staff and medical director. The dialysate used was the naturalyte dry pack and granuflo. The bicarb loop was disinfected prior to use and the residual test was 0.01 ppm which is within acceptable parameters. The conductivity was 51 for the morning batch and 52 for the afternoon batch which is within the acceptable range. The granuflo specific gravity ranged from 1.198-1.200 when mixed and when transferred to the holding tank, which is well within the specific range. Fresenius machine 2008k2 was evaluated. The pre-treatment readings were all within the acceptable range. Machine ph was 7.4 and conductivity was 13.9 both on the conductivity meter and the machine and the machine passed all tests. The regional equipment specialist evaluated the machine and found no machine defects. The machine passed all the tests. The conductivity was 13.8 both on the machine and on the phoenix meter and ph was 7.5 which is within the acceptable range. The machine passed the uf test as well. The disposable devices were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The batch record review confirmed the labeling, material, and process controls were within specification. It is uncommon for ph readings to fluctuate like the reported readings without some human error or the phoenix meter not been properly calibrated. The complainant has reported a death/serious injury/malfunction; a MDR will be filed. A supplemental report will be filed upon completion of the investigation.

Event description:
On (B)(6) 2013, technical support received a call from user facility for request of machine evaluation following adverse event. User facility reported that approximately 2.5 hours into treatment, the patient was found unresponsive. The blood pressure was 60/30 and CPR was initiated. At 02:14pm, a code was called and resuscitation measures were initiated: CPR was initiated, 911 was called, doctor was paged and the AED advised to give the patient a shock which was delivered. Six minutes later ems arrived. The patient had apneic breathing pattern, on o2 10l via ambu bag and received 2,000 mls of normal saline. The patient was taken to the hospital at 14:30pm. Vitals during transfer: bp 191/176 and hr 113. Later in the day the patient expired. Hospital records for this emergency room admission were not available and a death certificate and autopsy report were not available. The user facility reported that after the event the conductivity display in the hemodialysis machine was 13.3, actual conductivity was 13.96, ph was 9.3 (measured on a phoenix meter).